Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2023 the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service. The spouse reported that the patient got peritonitis as he pulled the tube (unspecified) off and solution was gushing all over the place. The patient was able to get it back together and continue with the treatment. The patient was tested and diagnosed with peritonitis due to hand contamination while putting the tube together and not setting up with new supplies. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 due to cloudy pd effluent. The pdrn obtained a pd fluid culture and instructed the patient to go to the emergency room (ER) for initial treatment. This patient was new to the pd clinic and did not have a starter antibiotic kit administered to him for home. The patient was seen in the ER and initiated on antibiotic therapy for peritonitis with intraperitoneal (ip) vancomycin and ceftazidime (dose and frequency for 28 days. The last dose is expected to be administered on (B)(6) 2023. The patient was discharged from the ER. The culture resulted positive for staphylococcus aureus. The pdrn stated the cause of the patient¿s peritonitis was touch contamination by the patient. The patient sleepwalks and was sleepwalking during his pd treatment. While sleepwalking, the patient heard the liberty select cycler alarm and disconnected himself from the treatment. In doing so, he contaminated the connections as he reconnected again with the same supplies. The patient continues to complete pd therapy during recovery; however, it is unknown if the patient will remain on pd therapy due to the sleepwalking condition.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis; however, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The patient was sleepwalking when he disconnected himself from his treatment. Instead of setting up with new supplies to complete the treatment, the patient re-connected the tubing resulting in contamination. This is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2023 the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service. The spouse reported that the patient got peritonitis as he pulled the tube (unspecified) off and solution was gushing all over the place. The patient was able to get it back together and continue with the treatment. The patient was tested and diagnosed with peritonitis due to hand contamination while putting the tube together and not setting up with new supplies. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 due to cloudy pd effluent. The pdrn obtained a pd fluid culture and instructed the patient to go to the emergency room (ER) for initial treatment. This patient was new to the pd clinic and did not have a starter antibiotic kit administered to him for home. The patient was seen in the ER and initiated on antibiotic therapy for peritonitis with intraperitoneal (ip) vancomycin and ceftazidime (dose and frequency for 28 days. The last dose is expected to be administered on (B)(6) 2023. The patient was discharged from the ER. The culture resulted positive for staphylococcus aureus. The pdrn stated the cause of the patient¿s peritonitis was touch contamination by the patient. The patient sleepwalks and was sleepwalking during his pd treatment. While sleepwalking, the patient heard the liberty select cycler alarm and disconnected himself from the treatment. In doing so, he contaminated the connections as he reconnected again with the same supplies. The patient continues to complete pd therapy during recovery; however, it is unknown if the patient will remain on pd therapy due to the sleepwalking condition.